Event description:
The customer stated that she tested her blood glucose and received results of 2.3 and 6.8 mmol/l. It was verified the meter was set in mmol/l and the units of measure were explained to the customer. She did not allege any adverse events due to the mmol/l readings. She was able to reset the meter to mg/dl, and no product will be returned.